Event description:
Reported via journal article. It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman laa closure device was implanted. Post procedural computed tomography angiography (cta) revealed a large, uncovered laa lobe resulting in a crescent shaped peri-device leak (pdl). A non-boston scientific (bsc) 18mm laa occluder was implanted successfully adjacent to the implanted closure device without any pdl.

Manufacturer narrative:
B3: literature publication date used as event date as it is unknown d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: fram, g et al. (2025). Finishing the job: utilization of amulet device for 2 prior incomplete left atrial appendage occlusion. Jacc: cardiovascular interventions.18(14). Https;//doi.org/10.1016/j.jcin.2025.03.009